Manufacturer narrative:
As of the date of closure for this complaint, there have been no samples or visual evidence returned for evaluation. Without such evidence, determining root cause is not possible.

Event description:
During procedure, punctured left external jugular (right jugular had ruptured) the catheter advanced with no difficulty; however, when the bandage was applied, we noticed that afterwards, the bandage was wet. As the solution was infused, it leaked onto the bandage. I notice that the catheter was damaged next to the hub.